Event description:
This pertains to one of two speedband superview super 7 devices used during an endoscopy for bleeding procedure performed on (B)(6) 2026. It was reported that during the procedure, the band failed to deploy, which caused bleeding. Another banding kit had to be used, but it fell off the varix and the patient re bled, requiring a repeat upper endoscopy the following day.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h2: correction: block b1: adverse event . Block b2: required intervention to prevent permanent impairment damage. Block h1: type of reportable event. Block h6: impact codes. Block h2: device evaluation: block h11: investigation results. The complaint device was not returned; therefore, product analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed using windchill. The IFU contains detailed device information and instructions for the device use. Additionally, it was confirmed that the following adverse event are anticipated in the IFU: hemorrhage, minor (hemorrhage). Also, there is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. A risk review was completed and confirmed that the events of hemorrhage, minor and bands failure to deploy were defined in the risk hazard documentation and are documented accordingly. These events type have been accounted for during product risk hazard analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
This pertains to one of two speedband superview super 7 devices used during an endoscopy for bleeding procedure performed on (B)(6) 2026. It was reported that during the procedure, the band failed to deploy, which caused bleeding. Another banding kit had to be used, but it fell off the varix and the patient re bled, requiring a repeat upper endoscopy the following day.